Event description:
Hold gn 12-2it was reported that the patient was admitted with persistent low flow alarms on the ventricular assist device (vad). Computed tomography angiography (cta) of the chest revealed partial occlusion/thrombus of the outflow graft and vad inflow cannula. The patient also had frequent suction throughout admission. It was reported that the patient had subtherapeutic anticoagulation and the patient was given anticoagulation intervention therapy. The patient underwent a vad exchange. No further patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
A pump with unknown serial number and associated outflow graft with unknown lot number were not returned for evaluation. The reported low flow/suction event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient was given anticoagulation intervention therapy and underwent a vad exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ pump. Model #:  unk./ catalog #:  unk / expiration date: unk / serial or lot#:  unk, UDI #: (B)(4). Device available for evaluation? No. Mfg date: unk. Labeled for single use?: yes. (B)(4). This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.